Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) displayed as ¿high.¿ customer treated high (bg) with correction injection using multiple daily injections. Reportedly, the customer reverted to an alternate method of insulin therapy.